Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed and analysis of the sasi device revealed moderate wear, which is consistent with multiple uses in a clinical setting. No damage that could contribute to the reported event was found. While conducting functional tests with the production equivalent saws attached, the assessment found that the sasi saw clamp lever articulated freely without the fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged therefore, it is not possible to confirm the "unable to assemble" allegation. It was determined that the overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to the complained device issue. The connection issues between the sasi and saw handpiece are known product issues and is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that that during set-up, prior to a total knee arthroplasty (tka) surgical procedure, it was observed that the robotic assisted saw interface right device was loose and would not tighten. It was not reported if there was a delay in the procedure due to the event. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a hole in the cable and it was not watertight and there was damage to the charged coupled device. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.